Manufacturer narrative:
Device is end of life / end of support.

Event description:
Philips received a complaint on a heartstart mrx device indicating that the device would not startup. There was reportedly no patient involvement. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 31-dec-2022. As troubleshooting was not completed for the device, the reported issue could not be verified, and a cause could not be established. The reported problem was not confirmed. The device remains at the customer's site. The investigation concludes that no further action is required at this time.